Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that his onetouch verio 2 meter was reading inaccurately high compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient detailed that the alleged product issue began on (B)(6) 2017 at 7:00am when he obtained alleged glucose results of 440 and 585mg/dl on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with insulin self-adjuster and reported that he increased his dose of medication ¿42 units of humalog¿ in relation to the alleged product issue. The reporter stated that around half an hour after the alleged product issue began he developed the symptom of sweaty. The patient denied that he received any treatment. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The test strips were not expired and had been stored correctly. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.